Event description:
Patient's meter would not power on while inserting test strips. The patient reported symptoms of shaking and chest pains while attempting to test. Patient reported that they called physician for advice and the physician advised them to call lfs. Patient also mentioned that they had been to the hospital but, there was no specific information reported. The issue was not resolved with troubleshooting. No further information has been reported.